Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that while tightening the set screw the physician reversed rotation of the set screw, then forward to tighten. At that time the set screw slid in the bone screw. After changing the set screw the surgery was completed smoothly.

Manufacturer narrative:
Addiitonal info: macroscopic and optical examination did not identify thread crest or flank damage. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.